Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump is locked and is unable to unlock it: patient is familiar with the feature, but states that up/down arrows have been sticking frequently over the last 2 weeks and now will not respond to allow unlocking of the pump. The patient also reports keypad buttons are flat and the up/down buttons not responsive, but states the ok and backlight work normally. The keypad is reportedly intact. The pump is worn in a pocket and is not cleaned. The patient is continuing to use the pump for basal delivery only. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/21/2012 with the following findings: unable to duplicate the complaint regarding the down/up key. All keys were tested and responsive. Keypad was intact with no evidence of peeling or damage. The keypad was removed and contamination was found under the up/down/contrast/ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.